Event description:
The pt reported charging issues between the implant and the external equipment. A boston scientific rep performed device eval and the problem is confirmed. The pt's implant was replaced with a new boston scientific spinal cord stimulator.